Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a nurse that the customer was hospitalized on (B)(6)2016. Customer's blood glucose was 945 mg/dl at the time of the incident. Customer's current blood glucose is 235 mg/dl. Customer had confusion and elevated blood glucose. Customer was treated with insulin drips in the hospital. Customer had diabetic ketoacidosis. Customer was also receiving no delivery alarms. Customer is still in the hospital. Customer was not wearing the pump at the time of the hospitalization. Customer has been off the pump since entering the emergency room last night.